Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds with loss of capture (loc) due to suspected lead dislodgment. The patient also complained of muscle stimulation. The lead was electrically deactivated.